Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824r, ubd: unknown, UDI#: unknown additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that em stands for electromagnetic. The fault was noticed before any procedure. It was noticed during set up before the procedure was to start.

Manufacturer narrative:
H3/h6: the electromagnetic controller, lot number 1600631919, was returned and analyzed. There were red statuses and faults detected. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Another work order completed: h3: a manufacturer representative went to the site to test the navigation system again. It was reported that the uninterruptible power supply (ups), battery, cpu (central processing unit), flat emitter, breakout box, and em controller were replaced. Already reported codes b01, c13 and d02 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735824, product ID: 9735824r, product ID: 9735769, product ID: 9735780, product ID: 9735786r, product ID: 9735777, product ID: 9735780, product ID: 9735824, product ID: 9735825r, product ID: 9733752r. H3, h6: a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the em connector box was replaced but system still showed localizer faulted. The rep tried his own break out and side emitter from his own system to no avail. The rep swapped em connector and communication cable. The system still said localizer fault. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was displaying localizer faulted during an "em" procedure. Troubleshooting included checking the print camera diagnostics where it showed controller faulted. The probable cause was the em controller. There was no patient involvement.